Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis determined that there was battery depletion due to a fault. The device case was opened, and visual inspection revealed no irregularities. Testing found that the device was in safety mode and the battery had depleted. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Laboratory analysis was unable to reproduce the condition that caused the battery to deplete.

Event description:
It was reported that this product was returned with no reported product performance issues or adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device was found to be in safety mode. Upon further testing, it was unable to establish a telemetry connection and there was a battery fault. It was noted that this pacemaker was explanted for normal battery depletion (nbd) and replaced with a new pacemaker successfully. No adverse patient effects were reported.